Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported that the device was exposed to water. Customer was washing dishes and pump fell in the water and immediately the pump display when blank after exposure to moisture. Customer also had a blank display. Customer was advised that pump will need to be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 700 mg/dl. Customer was admitted at the hospital on (B)(6) 2016 and will be released on (B)(6) 2016. Customer cause of hospitalization was hyperglycemia and diabetic ketoacidosis. Customer was not able to use his pump due moisture damage and blank display.